Event description:
It was reported that the pt was experiencing lack of therapeutic effect from her enterra device approx five months after implant. The pt went through several unsuccessful reprogramming sessions. The device was unresponsive, and was replaced. No complications were reported.

Manufacturer narrative:
See scanned page.